Manufacturer narrative:
The alert could not be confirmed in dms, and follow up with the user was not possible since the user declined to receive any call from customer care. The complaint could not be confirmed.

Event description:
On (B)(6) 2021, senseonics was made aware of an incident where user received an early sensor replacement alert. However,when tried to reach the user to assist, user declined any communication with customer care and no information is available.

Manufacturer narrative:
H10:manufacturer narrative updated to "the manufacturer is currently performing an investigation and will provide the results with the supplemental report". B5. Event description updated to "on jan 06th 2021,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal". H3. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun. H6. Investigation findings updated to 3233. H6. Investigation conclusions updated to 11.

Event description:
On jan 06th 2021,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The alert could not be confirmed in dms, and follow up with the user was not possible since the user declined to receive any call from customer care. The complaint could not be confirmed. No resolution was possible for this complaint as the user declined any communication with customer care and the complaint could not be confirmed. The RMA was authorized but not received so no further confirmation or investigation of the complaint is possible. D4. Updated additional device information. D6a. Implanted date updated tpo (B)(6) 2020. H3. Device evaluated by manufacturer? No, not returned to manufacturer. H4.device manufacturer date updated to 04 august 2019. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.